Event description:
Approximately 2-3 months ago more than one of the lenses of the stryker camera had cracks in it. The cameras were sent back to the company for replacement. I was informed three weeks ago that two more cameras had cracked lens. They too were sent out to be replaced. After the first two incidents the staff was questioned and in-serviced about the handling of the cameras and a process was put in place to make sure the cameras was returned in the coffin case with the top on it. Central sterile supply (css) technicians were monitored on how they cared for the cameras as well. Nothing was found to be a reasonable cause for the cracked lens. Manufacturer response for (per site reporter). Talked with the sales rep regarding the lens cracking. The rep went back to his company to inquire if there were any complaints and informed me that this has not been noted as an issue.